Event description:
Additional information received stating that the time of surgery wasn¿t extend and there were no additional consequences.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During total hip arthroplasty and screwing apex hole eliminator to the pinnacle cup, something gone wrong with a thread of apex hole eliminator or hole int the cup was damaged and part of apex hole eliminator came out on the other side of bottom of the pinnacle cup. It is clearly visible on a radiological picture from the operation. Procedure was end with the same product in patient¿s acetabulum. It was not possible to change cup and apex hole eliminator because it could start the procedure of revision all acetabulum and be life- threating for patient.